Manufacturer narrative:
(B)(4). One used spinal needle fragment and one used introducer needle, without packaging, were received for evaluation. The spinal needle was broken apart approximately 1.75 inches from the hub, which corresponded with the tip of the introducer needle. A bend was observed at the point of fracture on the spinal needle. No damages or abnormalities were observed on the introducer needle. Incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. The damage observed on the returned needle appears consistent with the device being subjected to an excessive force which bent and ultimately fractured the needle. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the needle. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a broken needle. The crna prepped patient for a c-section. During procedure, the needle sheared in half while in the patient. The needle broke at the introducer. Approximately 1 and 3/4 of the needle was initially removed from the patient. At that point, the patient could not be intubated to be put under general anesthesia due to the size of the patient. The patient was quickly transferred to a nearby hospital that was able to perform the c-section successfully. The rest of the needle was then surgically removed at that hospital. From the last understanding, the mother and baby were in stable condition.